Manufacturer narrative:
Siemens' investigation into the reported event is on-going. A supplemental report will be submitted upon completion. Customer address: (B)(6).

Event description:
Siemens received a customer service call on (B)(6) 2015. Customer reported one patient was injured during CT examination on (B)(6) 2015, approximately 9:20 am. The patient is female and (B)(6). During the patient unload, patient's right arm crashed with the patient table and caused a comminuted fracture to the patient's upper right arm. Reportedly, the customer did not use an immobilization strip to fix the patient's arm during examination. There is no information regarding patient status, to date. This reportable event occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported event shows that the table has no abnormalities and works as specified. The CT system's user manual instructs the user to secure the patient by using the straps provided and to observe the patient at all times during table and gantry movements to avoid injury. The even is considered to be user error and considering this, no further corrective action is initiated.